Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. Identification of issue has been done by analyzing problem description. The solution to the issue is unknown and is not possible to know which parts have been found defective. The issue was reported to competent authority as occurrence of the reported power error may lead to stop of ventilation. There was no patient harm reported. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).